Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported that there are a few areas that are not straight as the end result photos show. The patient said they have two teeth on the bottom that are not straight, and they have one tooth on the top right side that is a little farther back than the teeth beside it.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.